Event description:
A peritoneal dialysis (pd) patient reported that they had a catheter surgery due to catheter infection. In additional follow-up, the pd nurse confirmed the event. The nurse stated the exit site at the pd catheter had some swelling and the surgeon perceived the exit site was infected and removed the catheter. The pd nurse confirmed the patient did not have peritonitis or any adverse effects related to use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).